Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor for desferrioxamine injection leaked. This occurred before patient use. The device was filled with 2.5ml desferal and 10ml sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 20, 2013- september 23, 2013. One unit was received for analysis. Visual inspection on the unit noted fluid inside the package that contained the unit. When the unit was removed from the package, the cause of fluid inside the package was visually identified to be an untightened blue winged luer cap. A functional leak test was subsequently performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. No signs of a leak were observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.